Event description:
Additional information was received from the manufacturer representative (rep). The cause of the stim turning on and off was the adaptiv stim had been set up but intensity values mistakenly set to 0 ma. Turned as off when patient called the rep back to room. The actions taken was adaptiv stim was turned off. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the caller indicated that they were programming the patient today and when they left the programming room the patient stopped feeling stimulation. Then when the rep came back into the room the patient felt stim again. The patient then felt stim turn off and back on several times. The caller indicated that they thought that this may have been related to cycling being active but the caller indicated that they did not find anything to indicate cycling was active. The caller was not with the patient at the time of the call to troubleshoot. Reviewed information about programming. No symptoms/patient complications reported.